Event description:
Primary surgery performed on 23 may 2011. The patient was reporting pain since october 2021. About 11 years after the primary surgery, stem was revised due to aseptic loosening.

Manufacturer narrative:
Batch review performed on 19 may 2022. Lot 110842: 60 items manufactured and released on 13-apr-2011. Expiration date: 2016-mar-31. No anomalies found related to the problem. Since release to date, 57 items of the same lot have been sold with no similar reported event.

Manufacturer narrative:
Visual inspection performed by r&d manager: during the analysis it is evaluated that approximately the first half of the stem body is still covered with ha coating. This in unexpected, meaning that the stem was not correctly onsteointegrated with patient bone. Some sings and scratches are present on the stem neck probably due to revision surgery. It is not possible to determine the root cause of reported stem loosening.